Manufacturer narrative:
The sensor suspend alert was first presented to customer on (B)(6) 2025, day 3 after insertion. Based in escalation analysis, the sensor was replaced due to system performance and an RMA issued for further investigation. Investigation of the returned sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body, is not reproduced in the lab. The review of in vivo raw data showed depressed signal and reference channels since insertion on the (B)(6) 2025. This is potentially due to coagulated blood from the insertion process interfering with the interface of the hydrogel, leading to inaccurate sensor glucose readings and triggering the sensor suspend alert after 4 rejected fingersticks on the (B)(6) 2025. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report 25 april 2025. G3. Date received by the manufacturer? 25 april 2025. H3. Device evaluated by manufacturer? Yes. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user received sensor suspend alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.